Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an attempted implant, high capture threshold and high lead impedance were observed. The lead was replaced. The patient was stable prior, during and after the procedure.